Manufacturer narrative:
Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that the ipg was giving a low battery message. It was confirmed to be battery passivation. The battery was reset and the patient is doing well. The ipg was not returned to the manufacturer for evaluation. No further information is available.